Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of area not cleaned before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for pd therapy. On an unreported date in 2011, the patient did not clean the area before starting pd therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was that the patient did not clean area before starting pd therapy. On an unreported date in (B)(6) 2011, the patient began remedial treatment with reflin (1 gm ip, frequency not reported) and fortum (1 gm, ip, frequency not reported). The event of peritonitis was resolving. It was not reported if the event of area not cleaned before starting pd had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment of reflin and fortum. Concomitant medications were not reported. The reporter felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement for area not cleaned before starting pd was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this peritonitis event is use error - poor aseptic technique.